Event description:
New information states that the patient was seen in clinic on (B)(6) 2019. Atrial undersensing was still noted. It was believed that it was probably due to cardiomyopathy. No intervention was performed. The patient was in a stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the device exhibited intermittent sensing of p waves. Loss of sensing was also noted. Programming changes were discussed. No further information was reported.